Manufacturer narrative:
The correction of b5 describe event and problem, h4 manufacture date deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 5th january, 2024 getinge became aware of an issue with one of surgical equipment - nacelle support ecran plat simple xs. It was stated the handle assembly was missing from monitor holder. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 5th january, 2024 getinge became aware of an issue with one of surgical equipment - nacelle support ecran plat simple xs. It was stated the handle assembly was missing from monitor holder. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated the biomed (hospital staff) said that it was probably thrown out. Based on additional input, it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing handle, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous h4 manufacture date: 2018-10-29 corrected h4 manufacture date: 2018-10-30 previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907 corrected h6 medical device ¿ problem code: no apparent adverse event///3189 previous h6 investigation conclusions: conclusion not yet available//11 corrected h6 investigation conclusions: operational problem identified/device incorrectly reprocessed/device incorrectly assembled during reprocessing/4231 getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the handle assembly was missing from monitor holder. Biomed (hospital staff) said that it was probably thrown out. Most likely the handle was missing because the hospital staff thrown it away. Therefore, this incident does not represent any safety risk to the user or the patient. This handle replacement is not safety related. During the investigation the following contributory factor which might influence the occurrence of the issue was defined: user error. After reviewing the information provided for the customer product complaints investigated here, complaint handler did not identify any apparent reason suggesting opening a CAPA or evaluation for the need for action in the market. It is not likely that the investigated issue could lead to serious injury nor death when the malfunction reoccurs. That is why it is not considered to be safety related and reportable.

Event description:
On 5th january 2024 getinge became aware of an issue with one of surgical equipment - nacelle support ecran plat simple xs. It was stated the handle assembly was missing from monitor holder. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge employee indicated the biomed (hospital staff) said that it was probably thrown out. Based on additional input, it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing handle, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical equipment - nacelle support ecran plat simple xs. It was stated the handle assembly was missing from monitor holder. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.